Manufacturer narrative:
(B)(4). No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Expiration date: 11/2020. Date of manufacture: 12/2015. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "a bowel management system (bms) was to be inserted into a patient. Prior to insertion the bms was inflated with 45ml of water to check its was working. When the water was withdrawn prior to insertion it would not withdraw from balloon." There was no patient involvement/harm reported.